Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. We are aware of other similar complaints involving holes/tears in the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approx 0.037% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.

Event description:
Reporter reported that a hole was found in the evaqua expiratory limb of the rt236 breathing circuit. No pt consequence was reported.